Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation, a steerable guide catheter (sgc) would not hold fluid column. It was noted the sgc was able to hold fluid column when inverted but would not hold fluid column when the dilator was introduced. Three troubleshooting attempts were performed, but the issue was unable to be resolved. Therefore, the sgc was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.